Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the dirty scope connector could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the colonovideoscope, an olympus asset with no reported complaint, for evaluation. During device inspection, the service repair technician identified that the scope connector was dirty. The service repair technician evaluated the device; however, the cause of the issue could not be established. There was no patient involvement.